Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. The clinical information was reviewed. The root cause of the purge leak was not determined as neither the product nor sufficient clinical information was provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a 58-year-old male patient was implanted with the impella 5.5 for mechanical circulatory support. On the second day of support, a fluid leak was discovered at the purge sidearm. A purge bypass was performed to resolve the issue. No further information was provided. There were no reports of harm to the patient.